Event description:
A medtronic representative reported that while in a cranial surgery, there was an alleged inaccuracy of approximately 1-2cm (10-20mm). While using axiem synergy cranial software, it was reported that the shunt was deeper than it was supposed to be. The surgeon chose to discontinue the use of navigation to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The stealth archive clearly shows that all tracing is performed on the forehead, side and top of the head, but none on the nose. In order to achieve optimal accuracy tracing points must be collected on the nose. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.